Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a routine generator changeout, the patient's device was interrogated. It was noted that there was noise on the right atrial lead. The changeout was done. The lead was active in the new pacemaker, and continued to be monitored. No patient consequences reported.